Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of about 91 months, "loss of capture" in the atrial channel was reported. No deterioration of the patient's state of health was reported. The device was explanted.

Manufacturer narrative:
In the electrical input control has been determined that the pacemaker is due to cold storage conditions (for example storage, transport) since 14. (B)(6) 2011 at the eri mode. The pacemaker stimulated in vdd mode with 71 ppm and 2.10v @ 0.43ms. The pacing and sensing polarity was set to unipolar. The pacemaker has undergone a complete functional test and no abnormalities are detected. The pacing and sensing functions of the pacemaker have been checked. There were no stimulation or detection defects. A bipolar electrode test was successfully contacted. It was measured for 1 hour bipolar stimulation without intermittent contact interruption. In addition, a long-term stimulation test was performed. The pacing and sensing functions performed flawlessly.